Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a return of symptoms along with increased pain over the past 2 months. The patient's pump was replaced. During the pump replacement procedure, the physician was unable to aspirate the catheter, so the entire catheter was replaced. Upon removal of the catheter, there was a precipitate noted on the catheter tip. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.